Manufacturer narrative:
Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the modular cable was replaced due to excessive twisting. There were no alarms. No clinical symptoms were reported. The modular cable was replaced without incident.